Event description:
It was reported that an increase in the capture threshold and pacing impedance were observed. It is unknown if this was due to the device or the right ventricular (rv) lead. A few days after implant, the patient passed away due to an unknown reason. Further information was requested, but not yet available.